Event description:
The information received from the reporter indicated that a patient's wife called for medical information and reported an adverse event. The patient had one 3.0 x 13mm cypher stent placed in the "left main artery" for "blockage" in 2009. Approximately one month later, the patient experienced hives all over his body and was treated at an urgent care center. Treatment included unknown antibiotic, unknown allergy medication and prednisone. The events resolved. Approximately two months after the index procedure, the patient returned to the urgent care center and treatment included prednisone and allegra. The event resolved, but recurred "every few days". The patient saw an allergist approximately three months after the index procedure. As treatment, xyzal and benadryl were started. Approximately six months after the index procedure, the patient experienced facial swelling including the lips, cheeks, ears as well as hives. No new treatment was performed. Events are ongoing at time of report. The patient has remained on the same medications he was taking prior to the index procedure without any change. The patient was tested for a food and histamines at approx 6 months later. The results from the allergy test indicated that the patient tested high for anything that is tomato based (ketchup, pizza, etc). He also tested high for spices, like cinnamon. The patient went off of all foods he tested high on and woke up about one week later, with his hand swollen. The patient is still taking xyzal and benadryl for the allergic reaction, and has an epinephrine pen for any allergic emergency. The patient's wife indicated that there was no allergy test performed before the index procedure and is pending further allergy testing.

Manufacturer narrative:
Additional information will be submitted within 30 days from receipt of additional information.